Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report delayed clip deployment. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. An xtr clip delivery system (cds) was advanced and grasping was performed. During deployment of the clip, it was noted that the actuator knob had broken. Troubleshooting was performed and the clip was successfully deployed. To further reduce tr, an additional mitraclip was successfully implanted, reducing tr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, the reported difficult or delayed activation could not be replicated in a testing environment due to the condition of the returned device (clip not returned). The actuator knob was not broken. In absence of a confirmed failure mode of a broken knob, a conclusive cause could not be determined. Hence, it could not be confirmed during returned device analysis. It should be noted that as per the instructions for use: the mitraclip ntr/xtr clip delivery system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr). This is an off-label use of the device; however, there is no indication that the off-label use contributed to the reported issue. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the difficult or delayed activation could not be determined. There is no indication of product quality issue with respect to manufacture, design or labeling.